Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; device not implanted.

Event description:
Healthcare professional reported out of box event "during the implant surgery, a device ruptured".